Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (FDA-2014-n-0736-0960, awareness date 30-aug-2015). It refers to a female consumer of an unspecified age in united states who had essure (fallopian tube occlusion insert) on an unspecified date. She stated that she did not have any energy and was in constant pain. Her sex life was null. She mentioned that has to have a surgery. Follow-up information received on 02-oct-2015 - ptc investigation result provided: ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Follow-up information received on 19-oct-2015: this follow-up has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in september 2015 (FDA-2014-n-0736-1473). Essure was inserted in (B)(6) 2010. Since then, she experienced painful periods, severe pelvic pain, hair loss, weight gain and loss, loss of appetite, insomnia, unexplained pain shooting throughout her body, gerd, thyroid issues, no sex drive, depression, anxiety, dry skin, peeling skin, dehydration issues, migraines, nausea, vision issues, hot flashes, mood swings, lack of concentration and frequent uti. Hysterectomy was done on (B)(6) 2015 leaving her ovaries. The essure coils and endometriosis was also removed. She was still suffering. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusions insert) inserted and had constant pain / severe pelvic pain, and frequent utis (urinary tract infections). She underwent a hysterectomy and essure removal 5 years after insertion, during surgery endometriosis was also removed. These events were considered serious due to medical significance. Pelvic pain is a listed event in the reference safety information for essure, the other events are unlisted. In the present case, endometriosis could be an alternative explanation for the pelvic pain. However, given the positive temporal relationship and nature of the event pelvic pain, a contributory role of essure cannot be excluded. Urinary tract infections and endometriosis were assessed as unrelated to essure, given their pathophysiology and considering the local effect of essure in the fallopian tubes. Non-serious events were also reported. This case was initially assessed as non-incident and upgraded to incident upon receipt of follow-up information, as a device removal was required. The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, since this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.